Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the heavily calcified proximal right coronary artery and a 4.0 x 12 mm xience v was implanted. In (B)(6) 2011, the patient died. Cause of death is unknown. No additional information has been received.

Manufacturer narrative:
(B)(4). The date of death is estimated. Date of event is estimated. Therapy date estimated. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.